Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was placed in (B)(6) 2016 and had already reached an end of service (eos) battery status. The manufacturer representative stated that they were concerned and wanted to know why it reached eos. Impedance tests were ran and all values were within normal range. A battery calculation was also performed and indicated longevity of six months. It was also reported that the patient touched an open circuit, an outlet in their house, and received a significant shock. The patient claimed that the device hadn¿t worked since that time. This was considered a sudden change of therapy/symptoms. The manufacturer representative was to follow up with the patient¿s healthcare provider (hcp) to determine the next steps. It was noted that the electrical shocking occurred on (B)(6) 2016 and the eos occurred that day or the day after. Indication for use is non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient received a stimulator that could not handle the amount of energy they were using. The end of service (eos) cause was from the device using more than the recommended amount of energy and the shocking was from a separate event. As of (B)(6), the doctors office was notified that the patient required a higher capacity battery and was recommended to replace the battery with the recommended device. The patients issue would be resolved once they had a higher capacity battery implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.